Event description:
It was reported that the pt experienced intermittent and inconsistent therapy. The pt experienced withdrawal, overdose, and lack of therapeutic effect. Abnormal drug flow was also reported. Both a rotor study and dye study were performed and were ok. The pt's pump was replaced. No pt outcome was reported. The pt's pump contained fentanyl, compounded with baclofen, and bupivacaine.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.